Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 % stenosis degree) in a moderately tortuous segment of the distal rca. A pre-dilation of the lesion was performed via shockwave balloon. The affected device was introduced into the patient's body but could not cross the lesion. The complaint device was not returned from the hospital.